Manufacturer narrative:
(B)(4). Method: unused devices from the same lot number were reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) can not be performed as a lot number has not been provided at this time. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
It was reported on (B)(6) 2016 by the distributor that a customer reported that the pump is over-infusing. No additional information or quantities were reported. Numerous attempts have been made to gain additional information or obtain the incident sample.

Manufacturer narrative:
Method: a use review was performed. Given the information provided, there is no evidence presented to determine if the products were used in accordance with instructions, if the user or facility conditions contributed to the incidents, or if the medication was a factor. Results: this customer has been purchasing eclipse models for about 15 years now. Therefore, this customer is not considered new or inexperienced. . Conclusions: with the limited information and no samples of the faulty pump to test, this use review is inconclusive for a fast flow as no information is available to determine a true root cause of the incident. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).